Event description:
A customer contacted beckman coulter inc (bci) in regards to flames and smoke observed from the compressor unit in power processor. The customer did not need the fire department because the internal breaker shut off. No fire, injury due to fire or smoke was reported.

Manufacturer narrative:
Service visited and replaced the relay assembly on the compressor. Service performed a check with the refrigeration specialist of the hospital. The compressor was turned on and showed normal performance.